Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was going up to 400 mg/dl, current blood glucose is 204 mg/dl and at the time of incident was 371 mg/dl. The customer had abdominal pain. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(4)lbs.